Event description:
The customer reported, a suspected positive biological indicator (bi). The customer reported that not all of the items from the load were recalled and were used on patients. The customer declined to share further information.

Manufacturer narrative:
.